Event description:
The procedure had to be cancelled because sensis equipment in cardiac cath lab was not working properly. Patient was ready in pre op with IV in place when it was determined that we were not going to be able to do the procedure. The sensis system was upgraded on with new software in early december. This ep case was the first case after upgrading the system. It was not working properly and siemens was contacted and their support team also had difficulty fixing the system. The applications rep was present trying to fix it, and found the problem with the system. The system problem was fixed but we still have problems with the sensis system for eps procedures and we are working with siemens to found a solution to our problems and potential need for a different ep system may be required.